Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the display went blank. The device was not changed out. The pump was still running so the central control monitor was used. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.